Event description:
Preoperative diagnosis: status post total knee replacement with failed components appears to be compatible with aseptic loosening and osteolysis. Postoperative diagnosis: status post total knee replacement with failed components appears to be compatible aseptic loosening and osteolysis. Operation name: right knee arthrotomy, synovectomy, removal of metal debris, explant of patella metal back component, femoral component, broken tibial plate and removal of locking screw, patella bearing, and 2 table staples for the proximal tibia.